Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the specimen was being retrieved and the bag broke open. Specimen was able to be removed in broken bag.

Manufacturer narrative:
(B)(4). Results: incorrect cartridge size. Additional information was requested and the following was obtained: unknown location of the piece. The analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to be torn at the bottom end, not at the seams. The torn portion was noted stretched. The separated piece was not returned for analysis. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.